Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that after infusion of the cytostatic agents, it was noticed that during flushing and heparinize of the groshong, catheter liquid (fluid) escaped. After explantation of the catheter, a leakage at position 13cm got visible (the catheter was inserted 10cm into the vessel).